Manufacturer narrative:
Specific date unknown, defaulted to (B)(6) 2017 as an approximation. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On 08/08/2017 it was reported by an end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis (ccpd) therapy, ¿experienced a peritonitis on or about the end of may¿ (exact date unknown). Per the patient, he was given antibiotics at home and no hospitalization was necessary. During a follow up call with the patient¿s peritoneal dialysis registered nurse (pdrn) on 08/24/2017, she stated the patient did not have peritonitis in may and although she ¿could not remember the exact dates,¿ she did confirm the patient had peritonitis in late (B)(6) or early (B)(6). Cultures (source and date of collection unknown) obtained and grew pseudomonas. The patient was treated with gentamycin and ciprofloxacin (route, dosage and duration unknown) at home. During the course of antibiotic therapy, the patient had a seizure and was hospitalized. The pdrn stated the seizure was unrelated to the machine or treatment. During the hospitalization, the patient completed the previously prescribed course of antibiotics and had his peritoneal dialysis catheter removed (reason for removal unknown). The patient has transitioned to hemodialysis for renal replacement therapy.